Manufacturer narrative:
The reported calcification, pannus and tear were confirmed. There was circumferential pannus ingrowth no the inflow surface, narrowing the inflow diameter. Leaflets 2 and 3 contained calcifications. All leaflets contained tears with adjacent calcifications or loss of collagen at the tear site. Outflow pannus on leaflet 2 was partially detached over leaflet 3. It could not be definitively determined if this had attached to leaflet 3, which contained a fold and retraction near stent post 3. Leaflets 2 and 3 were fibrotically thickened. 2 stent post were bent. No acute inflammation was present. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies, including stent deformation, during functional inspection.the pannus formation, especially on the outflow surface, along with the selected valve size (19 mm) larger than the replacement valve (16 mm), is possible evidence of oversizing. The changes in tissue caused by calcification and loss of collagen, along with the pannus ingrowth, had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. If the post deformations noted upon return to abbott were present prior to explant, this would have exacerbated the redistribution of stress. Please note, per the instructions for use artmt100110485 rev. B, "accelerated deterioration due to calcific degeneration of the trifecta¿ valve may occur in..."patients with altered calcium metabolism (e.g., patients with hyperparathyroidism or chronic renal failure)" and "individuals requiring hemodialysis."

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, an abbott sizer was used and a 19mm sjm trifecta valve was selected and implanted in the dialysis patient's aortic position using non-everting mattress suture technique with spaghetti-type pledgets, due to aortic stenosis and severe calcification in the annulus. The patient has been on dialysis since (B)(6) of 2010 and has the following comorbidities: hypertension, diabetes and cerebrovascular disease. An increase in pressure gradient was observed in the patient two years after the implant and the patient's maximum blood flow velocity exceeded 4 m/s about a year ago. Heart failure recently occurred on the patient and a high pressure gradient was detected with a peak value of 70mmhg and a mean value of 43mmhg. On (B)(6) 2020, the trifecta valve was explanted and replaced with a 16mm ats open pivot bileaflet heart valve(by medtronic). Upon explant, calcification and a tear were observed on the stent post between the lcc and the rcc. Sclerosis was confirmed on the center part of all the leaflets; the leaflets were observed to have stiffened and pannus formation was confirmed on the valve as well. It was reported that the leaflets and the cuff part of the valve got damaged upon explant. The patient remained hemodynamically stable during the surgery and is in stable condition postoperatively.